Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the system pcb assembly to resolve this issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio further evaluated the removed system pcb assembly and determined that the oscillator, designator y1 on the single board computer of the system pcb assembly was thermally sensitive.

Event description:
The customer contacted physio-control to report that when attempting to power on their device, the device was unable to complete the boot cycle and then powered itself off. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that when attempting to power on their device, the device was unable to complete the boot cycle and then powered itself off. There was no patient use associated with the reported event.